Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis, event history log review, service history review, and device history review could not be completed. After review, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. One day prior to death, the patient was hospitalized for an unknown indication. The cause of death was unknown. It was not reported if pd therapy was ongoing until the time of death, or if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. No additional information is available.